Event description:
Consumer stated "chair is leaking oil. Consumer is not sure where it is coming from, maybe the battery or motors. Chair moves too fast. Consumer wants to slow it down."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51pr, serial number/date (B)(4) is approximately 4years and 11 months old. The owner's manual part number 1143206, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer is (B)(6), his height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.